Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer. Patient product ID: 37751, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on friday their recharger showed the por screen and they hadn't been able to charge their ins. During the call the patient cleared the por with their patient programmer and they were able to connect their recharger to their ins and turn their stimulation on. They verified that their ins was halfway charged. Patient services reviewed the meaning of the por screen. Troubleshooting resolved there reported issue. The event occurred on (B)(6) 2020. No symptoms were reported.